Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382523 and lot number 5252921. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No new information.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field.h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that IV failed to retract. Description of events: echo technologists and nuclear medicine technologists reported that certain IV needles did not retract as expected after insertion. For each event, the needle was manually removed by staff without complication. Tubing was attached to the catheter only after attempted needle retraction, per usual practice. Patient impact: no adverse patient outcomes reported. All needles were removed safely and without injury.